Event description:
It was reported that during a procedure on the finger, the bur broke along the shank. It was also reported that the broken piece was removed from the bone by the surgeon. It was further reported that there was a delay of 30 minutes and the procedure was completed successfully.

Manufacturer narrative:
The bur subject to this investigation was returned to the MFR for eval, it was visually confirmed the head of the bur was broken from the shank. The returned bur was measured where possible and all critical specifications were met. Mfg records were reviewed, no issues were identified which may have contributed to this event. Investigation results indicate that the bur was used at speed of 50,000 rpm. The label for this device has a symbol indicating the speed for this device is 30,000 rpm. The user for the bur may have contributed to this event.